Manufacturer narrative:
(B)(4). Date of onset was changed to (B)(6) 2013 (previously reported as (B)(6) 2014). Additional information: the patient was treated with fortaz ip 1 gm (frequency not reported). The patient was discharged 23 days after onset of peritonitis. It was reported that the patient had recovered from the event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis manifested by cloudy effluent and abdominal pain coincident with peritoneal dialysis (pd) therapy. The patient was hospitalized for the peritonitis and treated with unspecified antibiotics. The cause of the peritonitis event is unknown. The patient was discharged six days after being admitted to the hospital. Dianeal therapies were ongoing. The patient is recovering from the peritonitis event. No additional information is available. This is report 2 of 2.

Manufacturer narrative:
(B)(4). This report involves the same patient as in (B)(4). A review of all batch record documents was performed for potentially associated lot number gd895755 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional relevant information become available, a supplemental report will be submitted.